Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range pace impedance values of less than 200 ohms. Boston scientific technical services (ts) was contacted for an evaluation, and ts agreed with healthcare professional that it appeared to be lead degradation. The device and rv lead were later replaced, the device due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Visual inspection also showed damaged insulation (abrasion) approximately 540 to 555 millimeters (mm) from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, the insulation abrasion is on the distal portion of the lead which would have been located within the heart area. The reported low impedance measurements were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range pace impedance values of less than 200 ohms. Boston scientific technical services (ts) was contacted for an evaluation, and ts agreed with healthcare professional that it appeared to be lead degradation. The device and rv lead were later replaced, the device due to normal battery depletion. No additional adverse patient effects were reported.